Event description:
The customer reported that the patient return electrode pad was placed on the patient's thigh and surgery began. The pad was not adhering to the patient, and the esu was stopping activation intermittently as a result. The pad was replaced with another e7507 in the same place on the patient. Again the pad was not adhering well and the circulating nurse put her weight on the pad to increase contact. After surgery was complete and the patient extubated, there was post-op bleeding on the tonsil and adenoid beds. The patient had to be brought back in to the or, re-intubated. A pad from another manufacturer was used, and hemostasis was achieved through coagulation. First of two cases on consecutive days. See MFR report #1717344-2009-00226.

Manufacturer narrative:
The incident patient return electrode pad used was discarded. It is unknown why a disposable pad would effect the amount of output at the active electrode when the generator is at the same settings, as is alleged by the surgeon.